Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that the voltage alert was part of the safety architecture. Moreover, it is an early warning indicator that something was prematurely depleting the battery. Health care professional (hcp) will attempt to send file for disk analysis. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that the voltage alert was part of the safety architecture. Moreover, it is an early warning indicator that something was prematurely depleting the battery. Health care professional (hcp) will attempt to send file for disk analysis. As of this time, this device remains in service. No adverse patient effects were reported. Subsequent information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.